Event description:
It was reported that during an unk procedure, the device was not working. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 4/29/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide more details about the device quality issue. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? If yes, was the staple line complete? Was the backlight lit? Were there two complete tissue donuts? Was it a partial cut? If so what was cut partially, washer or tissue? If yes/no, was there any issue with the cut? Was the device locked on tissue with the anvil closed? If yes, what steps were taken to open the anvil? If the anvil could not be opened, how was the device removed. Did the surgeon turn the rotation knob full revolutions as stated in the IFU? Was the device difficult to close? Was there adjusting knob issues? Did the anvil detach? Did indicator come into orange range? Were there excessive tissue between the anvil and the deck? Did the surgeon wait the 15 seconds to fire the device? Was there a patient consequence? If yes, how was the issue addressed? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.